Manufacturer narrative:
**Other devices involved in this event: battery/(B)(4); cat# 1650de; exp date: 10/31/2015; mfg. Date: 10/31/2014; (B)(4); product returned: 01/06/2017. Battery/(B)(4); cat# 1650de; exp date: 12/31/2016; mfg. Date: 12/31/2015; (B)(4); product returned: 01/06/2017. Battery/(B)(4); cat# 1650de; exp date: 12/31/2016; mfg. Date: 12/31/2015; (B)(4); product returned: 01/06/2017. Battery/(B)(4); cat# 1650de; exp date: 10/31/2015; mfg. Date: 10/31/2014; (B)(4); product returned: 01/06/2017. Battery/(B)(4); cat# 1650de; exp date: 12/31/2016; mfg. Date: 12/31/2015; (B)(4); product returned: 01/06/2017. Battery/(B)(4); cat# 1650de; exp date: 12/31/2016; mfg. Date: 12/31/2015; (B)(4); product returned: 01/06/2017. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual explain the correct method of connecting to and disconnecting from the power sources and the controller to prevent damage to either the power source connections or the controller power ports. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. According to the IFU and patient manual, users are instructed to return any damaged components to heartware. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received stating that the patient observed power switching involving their controller and batteries. The battery capacities at the time of the event is unknown. The site reported that manipulation of the batteries' connections and/or cables was not related to this event. The vad coordinator did not notice any damage on the controller or any of its connections. The issue was not associated with any pump stop events. The event was further confirmed by the vad coordinator during a routine patient visit. The devices were exchanged with no reported patient complications. The exchange of the devices was reported to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events. The controller and batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis of the controller and batteries revealed that the devices met specifications; the units passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the battery's connection to the controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and the controller was stable. Log file analysis revealed that the controller (B)(4) contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections involving (B)(4). Power switching was not observed for (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. An internal investigation has been open to evaluate the momentary disconnections. Failure analysis of the returned controller revealed that the device passed functional testing but failed visual inspection due to a loose power port 1 connector. Review of the manufacturing documentation confirmed that the associated controller met all requirements for release. The loose connector finding is not related to the reported event. A possible root cause of the loose connector may be attributed to a shift in the manufacturing process; however, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.